Event description:
Pt alleged that device did not deliver a programmed bolus. Specifically, the pt programmed an approximate 4.0-unit bolus, but only a 0.3-unit bolus was delivered. This incident occurred on a monday evening, but was not discovered until the following day (tuesday). No error messages were generated by the device. Pt reported that they had elevated blood glucose (498 mg/dl) as a result of this event. Pt self-treated high blood glucose.